Event description:
This lead was an attempted implant on (B)(6) 2012. The lead would not advance out of the vessel. The physician requested an inner catheter and smaller lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).